Event description:
Information received by medtronic indicated that the insulin pump had crack in case. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported a crack in the case. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, faded serial number label, cracked keypad overlay, keypad overlay scratched. Insulin pump failed displacement test. During the test, the motor stopped loading prematurely. Unable to perform the displacement test due to the improper loading. The case was cut open. While the boards were being taken out of the case, the motor sleeve was stuck to the motor slide. After visual inspection, there is a ring of sticky substance on the motor sleeve. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards or other assemblies inside the insulin pump. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The short loading is due to the motor sleeve and the motor slide being stuck together. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.